Manufacturer narrative:
No product info was provided so it was not possible to determine MFR date or 510k number.

Event description:
The customer called with questions about contour control solution. He alleged that he found his child chewing on the bottle of solution. Some of the solution was also on the child's shirt. No serious injury was alleged. No product will be returned.